Manufacturer narrative:
Patient specifics with regard to age and weight were not provided. The nail was removed and the patient was implanted with a new precice nail, without incident. The patient is continuing their lengthening treatment and no negative outcomes were reported. The device was not returned and no lot number was provided; therefore, no investigation can be conducted.

Event description:
A surgeon alleged that a patient's precice nail was removed; the nail appeared to have had experienced a loss of distraction of approximately 10mm.